Event description:
It as reported that the customer was experiencing repeated incidences of weak signals between his sensors and insulin pump. His blood glucose was 110mg/dl at the time of reporting. He was advised that he would be sent replacement sensors. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.